Manufacturer narrative:
(B)(4) date sent to the FDA: 01/04/2017. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the suture was used. During the procedure, the needle pulled off during use and, after several attempts, has not been retrieved. The needle remained in patient's tissue. Another like device was used to complete the procedure. No further information is available.

Manufacturer narrative:
This medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2017-60003. Please see medwatch report # 2210968-2017-60003 for all information regarding this event.